Event description:
It was reported that on (B)(4)2023, a 25mm sjm masters series mechanical heart valve mitral standard cuff was selected for an implant. During the implantation, it was found that one leaflets of the mechanical valve could not move, and the flap was jammed. The valve could close normally but could not fully opened. Device was replaced with a new 25mm epic stented valve. Patient remain hemodynamically stable throughout the procedure, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm sjm masters series mechanical heart valve mitral standard cuff was selected for an implant. During the implantation, it was found that one leaflets of the mechanical valve could not move, and the flap was jammed. The valve could close normally but could not fully opened. Device was replaced with a new 25mm epic stented valve. Patient remain hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of incomplete coaptation was reported. The investigation at abbott found valve holder strings were still attached to the valve, sewing cuff was intact and contained no blood on it. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information the cause of the reported event could not be conclusively determined.